Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Burned through skin/when she took the wrap off she felt a stinging and looked down and saw the top layer of skin had peeled off, then it was bright red/first degree burn [burns first degree], can see the skin was off and it was a bright red patch [skin exfoliation], the adhesive was against her underwear and the soft part against the skin [device use error]. Case narrative: this is a spontaneous report from a contactable inactive nurse. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number r44751, expiration date sep2019, upc number: 305733020029,) from (B)(6) 2017 for menstrual cramping/ menstrual cramp pains. The patient medical history and concomitant medications was reported as none. The consumer had been using thermacare heatwrap for at least three years. She had pretty bad menstrual cramp pains and she always put on a fresh wrap. She would only use the product for one or two days for the cramps. Each time she placed one on, it was a new patch. She reported the heatwraps were more effective than medication. Specific medication not mentioned and no further information provided. The consumer used the thermal patches for menstrual cramping (up to 8 hours pain relief) and the last one she used burned through her skin on (B)(6) 2017. She considered this a malfunction of the product. When she took the wrap off she felt a stinging and looked down and saw the top layer of skin had peeled off, then it was bright red. This was about dime size. She had aired it and can see the skin was off and it was a bright red patch. It hadn't developed that color when she initially noticed it. The adhesive was against her underwear and the soft part against the skin. She started using (B)(6) ointment, like a triple antibiotic. Then she was using an over-the-counter generic brand of first aid antibiotic that has bacitracin, zinc, neomycin sulfate polymyxin sulfate. She had used various cotton gauzes. She was trying to not get the wound to stick to the dressing, but sometimes it did. She had tried to keep it covered, but then last night left it open to air and it stuck to her undergarment. No bandages on it now, trying to give it air. No lab data was provided. The consumer further reported that the adverse event was a new event. It located in abdominal area, about dime size, first degree burn, tissue was bright red. The stage before developing any granulation tissue. When the wrap was first removed, the top layer of skin had peeled off, and then it was bright red. No surgical intervention was required. Might have faint scar. The sample of the product was not available to be returned. Action taken in response to the event for thermacare heatwrap was temporarily withdrawn in jul2017. The outcome of the events was unknown. She considered burned through her skin was related to thermacare heatwrap. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (03nov2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of "first degree burn" "skin peeling" "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "first degree burn" "skin peeling" "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned through skin/when she took the wrap off she felt a stinging and looked down and saw the top layer of skin had peeled off, then it was bright red/first degree burn [burns first degree], can see the skin was off and it was a bright red patch [skin exfoliation], the adhesive was against her underwear and the soft part against the skin [device use error]. Case narrative: this is a spontaneous report from a contactable inactive nurse. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number r44751, expiration date sep2019, upc number: (B)(4), from (B)(6) 2017 for menstrual cramping/ menstrual cramp pains. The patient medical history and concomitant medications was reported as none. The consumer had been using thermacare heatwrap for at least three years. She had pretty bad menstrual cramp pains and she always put on a fresh wrap. She would only use the product for one or two days for the cramps. Each time she placed one on, it was a new patch. She reported the heatwraps were more effective than medication. Specific medication not mentioned and no further information provided. The consumer used the thermal patches for menstrual cramping (up to 8 hours pain relief) and the last one she used burned through her skin on (B)(6) 2017. She considered this a malfunction of the product. When she took the wrap off she felt a stinging and looked down and saw the top layer of skin had peeled off, then it was bright red. This was about dime size. She had aired it and can see the skin was off and it was a bright red patch. It hadn't developed that color when she initially noticed it. The adhesive was against her underwear and the soft part against the skin. She started using curad ointment, like a triple antibiotic. Then she was using an over-the-counter generic brand of first aid antibiotic that has bacitracin, zinc, neomycin sulfate polymyxin sulfate. She had used various cotton gauzes. She was trying to not get the wound to stick to the dressing, but sometimes it did. She had tried to keep it covered, but then last night left it open to air and it stuck to her undergarment. No bandages on it now, trying to give it air. No lab data was provided. The consumer further reported that the adverse event was a new event. It located in abdominal area, about dime size, first degree burn, tissue was bright red. The stage before developing any granulation tissue. When the wrap was first removed, the top layer of skin had peeled off, and then it was bright red. No surgical intervention was required. Might have faint scar. The sample of the product was not available to be returned. The action taken in response to the event for thermacare heatwrap was temporarily withdrawn in (B)(6) 2017. The outcome of the events was unknown. She considered burned through her skin was related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "first degree burn" "skin peeling" "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "first degree burn" "skin peeling" "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.